Manufacturer narrative:
A philips field service engineer (fse) went onsite to test the monitor and to obtain the clinical audit log for review. Testing confirmed the monitor is working as specified. The clinical audit log provides a chronological record of the alarms and actions. Please note, the data column in the log record indicates the date and time displayed on the information center when the entry occurred. The action column contains the text generated when the alarm first appears and ended when the alarm no longer appears in the sector. Please note, the time in the action column shows the clock time of the monitoring device. The clock time may drift up to 30 seconds before the information center clock synchronizes to the monitoring device clock. The audit log does not include a bed label for the sound played because the pic ix plays one sound at a time. The log contains the sound associated with the highest priority alarm. The alarm sound is logged whether it is associated with a specific patient. On (B)(6) 2024 at 00:57:57, a desat 55 < 85 generated. At 00:58:07, a red alarm sound played at the pic ix. At 00:58:16, the alarms were acknowledged at the monitor and at 00:58:17 the alarm or inop sound stopped. Based on the information available and the testing conducted, the device was confirmed to be operating per specifications and no failure was identified. The reported problem was not confirmed, as the alarms sounded correctly. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint on the patient information center ix indicating that the nurse did not hear a dsat alarm at the central station at 12:58:07 on (B)(6) 2024 for bed w4731a. The device was in use on patient at time of event, there was no adverse event reported.